Event description:
It was reported that the customer was hospitalized with blood glucose levels at over 500 mg/dl. The hospitalization was due to diabetes ketoacidosis. Customer also had sinus and tachycardia problems. The customer was wearing her insulin pump at the time of hospitalization. It was stated that the customer was in the hospital for nine days. It was further reported that the insulin pump's alarm history indicated no delivery and battery out limit alarms had occurred. The customer declined to return the insulin pump for analysis and was advised to change the entire infusion set, reservoir and insulin. The current blood glucose reading is 245 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.